Manufacturer narrative:
Citation: ennker j et al. Freestyle stentless bioprosthesis for aortic valve therapy: 17-year clinical results. Asian cardiovasc thorac ann. 2016 nov;24(9):868-874. Epub (B)(6) 2016. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term results of stentless biological aortic valve replacement. All data were collected from a single center between 1996 and 2012. The study population included 2551 patients (predominantly male; mean age 72 years), all of which were implanted with medtronic freestyle (serial numbers not provided). Among all patients 991 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak, structural valve deterioration, endocarditis, renal failure, myocardial infarction, thromboembolic events, stroke or transient ischemic attack, bleeding, patient-prosthesis mismatch, and arrhythmia requiring pacemaker implant. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.